Event description:
It was reported device movement/shift occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient had a small chicken-wing laa with an oval ostium measuring 8.7-18.5 mm. Imaging was challenging due to a thick coumadin ridge and significant shadowing, making consistent views at 135- and 0-degree views difficult. Contrast injection revealed a very tight neck approximately two sheath widths across. Based on these findings, a 20mm wds was selected. The first deployment was assessed: the device passed the tug test, and fluoroscopy showed no inverted struts or shoulders. Compression measurements were taken and in the 45 and 90 degree views the closure device appeared flush and marshmallow-like; compression was 20% and 18.5%. In the 135-degree view, the closure device initially appeared on fossa; after crown visualization, compression measured 15%. In the 0-degree view, shoulders were difficult to visualize; width was measured at 18.5%. Fluoroscopy and color doppler imaging indicated a good seal with no leaks. No evidence of inverted struts was noted, and the closure device was released. Immediately after release, the device shape changed and one shoulder appeared crushed on 135- and 0-degree views, though the 45-view looked normal. Leak assessment was inconclusive due to poor visualization. A computed tomography (CT) scan was ordered to confirm findings. CT showed one side of the device normal and the other inverted, but overall stability within the appendage was maintained. Due to miscommunication, the CT was performed without contrast, preventing leak evaluation. The plan is to repeat a CT with contrast at the routine 45 day follow up to assess seal and stability.

Manufacturer narrative:
Media evaluated by bsc global sr. Medical director: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: can confirm a device shift. Unable to determine the cause of the shift.

Event description:
It was reported device movement/shift occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient had a small chicken-wing laa with an oval ostium measuring 8.7-18.5 mm. Imaging was challenging due to a thick coumadin ridge and significant shadowing, making consistent views at 135- and 0-degree views difficult. Contrast injection revealed a very tight neck approximately two sheath widths across. Based on these findings, a 20mm wds was selected. The first deployment was assessed: the device passed the tug test, and fluoroscopy showed no inverted struts or shoulders. Compression measurements were taken and in the 45 and 90 degree views the closure device appeared flush and marshmallow-like; compression was 20% and 18.5%. In the 135-degree view, the closure device initially appeared on fossa; after crown visualization, compression measured 15%. In the 0-degree view, shoulders were difficult to visualize; width was measured at 18.5%. Fluoroscopy and color doppler imaging indicated a good seal with no leaks. No evidence of inverted struts was noted, and the closure device was released. Immediately after release, the device shape changed and one shoulder appeared crushed on 135- and 0-degree views, though the 45-view looked normal. Leak assessment was inconclusive due to poor visualization. A computed tomography (CT) scan was ordered to confirm findings. CT showed one side of the device normal and the other inverted, but overall stability within the appendage was maintained. Due to miscommunication, the CT was performed without contrast, preventing leak evaluation. The plan is to repeat a CT with contrast at the routine 45 day follow up to assess seal and stability.